Event description:
Voluntary medwatch received 01/12/2024 reported: I "upgraded" to the dexcom g7 continuous glucose monitor, which is meant to both integrate with the tandem t:slim x2 insulin pump and send cgm (continuous glucose monitoring) data to a phone app that allows a designated third party to receive alters when a patient's blood glucose is dangerously low (it's meant to help when a patient becomes unconscious or comatose because of hypoglycemia and make it possible for that patient to get help before they are found dead). I followed the instructions I was given to order sensors, only to discover that the sensors I was sent are not compatible with the insulin pump or my phone. There was no warning about any of this, and it happened the day after a life threatening overnight hypoglycemic episode happened. If that episode had happened one day later, when I no longer had any working g6 sensors and had to "upgrade", I could easily have died. Dexcom's tech support staff blamed the problem on tandem. Tandem's tech support staff blamed the problem on dexcom. This is a recurring problem with these two companies, who sell customers an integrated "artificial pancreas" that relies on both companies technology working together, and then shift blame when the integrated product doesn't work as customers were led to believe. Reference report: mw5149502.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.